Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the valve manifold being stuck. Additional malfunction for this device; the unit had no alarm due to a defective power switch.